Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm showed a steady glucose decline, reaching 70 mg/dl. The patient, who was wearing a tandem insulin pump, began to feel anxious, sweaty, and lightheaded while driving. His girlfriend gave him a soda, which temporarily raised his cgm reading to 89 mg/dl, but it soon dropped again to 60 mg/dl. The patient pulled over at a gas station, where the cgm showed 40 mg/dl, and he continued to feel unwell. His girlfriend administered nasal glucagon and called 911. Upon ems arrival, a fingerstick bg reading showed 600 mg/dl, and the patient was transported to the emergency room. It was determined that due to a low-biased cgm inaccuracy, the tandem insulin pump suspended insulin delivery, contributing to the patient¿s hyperglycemic state. The patient was treated with IV fluids and insulin. A new sensor was inserted, and after warm-up, the cgm read 355 mg/dl, while the bg meter showed 378 mg/dl. The patient¿s condition stabilized, and he was discharged after approximately 6 hours. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.